Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 error was due to the failed load cell module, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 1 was exceeding normal parameters and needs to be replaced to remedy the (ua) 07 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).